Manufacturer narrative:
Unit was received with battery cap and found no anomalies on battery cap. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit failed to pass the self test due to pump error 63 occurring during testing. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment, however, it was noted as damage due to cracked retainer. Unit successfully downloaded to thus. Pump error 63 variable (03) occurred on 07/28/2023 09:53 in history files. Pump was cut to perform visual inspection and found evidence of moisture damage on the force sensor. No no delivery is not confirmed on event date in history files and traces. The following were noted during visual inspection: corroded battery tube, scratched case, battery tube threads cracked, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, cracked case (battery tube), serial number label missing, keypad overlay texture damage, cracked retainer. No unexpected insulin flow blocked alarms noted during testing. No delivery/occlusion alarm - unknown is not confirmed. Pump error 63 is confirmed due occurring during testing and due to cracked soldered joint at u1 at pin (02). Unable to confirm high bgs during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 137 mg/dl and reported insulin flow block alarm. Troubleshooting was partially performed and the insulin flow block alarm was resolved by complete set change. No further patient complications were reported. It was unknown whether the customer will continue using the insulin pump and the device will not be returned for analysis.